Manufacturer narrative:
E1) establishment name: (B)(6) hospital- noting due to character limit. The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the bending section cover. In addition the peeling coating of the image guide, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the connecting tube had a dent and a wrinkle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the venting connector under grip was shaved. Lastly, there were scratches on the following parts: the eyepiece, the diopter ring, the control unit, the grip, the upward/downward plate, the angulation lever, the scope cover, and the image guide protector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the coating of the image guide serpentine peeling off was most likely caused by the stress of repeated use, external factors, or handling. However, the root cause of the events could not be specified. There is a warning in the instruction manual ¿chapter 3 preparation and inspection 3.2 as preparation and inspection of the endoscope" described below: inspection of the endoscope: 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the tracheal intubation fiberscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated, and it was found that the coating of the image guide serpentine was peeling off(1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.